Event description:
It was reported that during an unknown procedure there was a solid tone with error code '3'. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument. An error code 7 was displayed on the screen when trying to perform the hand activation test. The instrument was disassembled and it was found that a cable was disconnected at the end-cap causing a short that made the device not function. No conclusion could be drawn as to what caused this cable condition.